Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the left main. Approximately 7 months post index procedure, patient death occurred. Cause of death edema of the lung, coronary insufficiency and congestive heart failure. The investigator indicated that the reported event was unrelated to the study device. Ref MFR# 9612164-2011-01594, 9612164-2011-01595.

Manufacturer narrative:
Concomitant medications: clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (death).